Event description:
It was reported that the log file review captured yellow wrench alarms associated with driveline fault events. The controller was exchanged to confirm that the driveline faults were authentic and based on the driveline data and returning alarm on the second controller it was believed the driveline faults to be true. The patient underwent a pump exchange on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms that appeared consistent with a potentially compromised driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files collectively contained data captured from on (B)(6) 2021. The files captured recurrent driveline fault alarms with corresponding yellow wrench advisory alarms. No interruption in pump function was observed, and the pump appeared to have operated as intended. Additional information was later communicated by the account, stating that the patient underwent a pump exchange on (B)(6) 2021. Multiple attempts were made to obtain additional information from the account regarding the event; however, no further information was provided. The explanted device was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. This section also addresses how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. Under "postoperative patient care, " the IFU also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.